Manufacturer narrative:
Complaint conclusion: it was reported that a mynxgrip vascular closure device (vcd) sealant was not deployed with the shuttle. The product was stored according to the instructions for use (IFU). Attempts to gather further information have been made and were unsuccessful. A non-sterile mynxgrip vascular closure device 6f/7f involved in the reported complaint was returned for investigation. The sealant and the advancer tube were not returned with the device; therefore, a complete physical investigation could not be performed. Visual inspection of the returned device showed that the shuttle cartridge was engaged to the handle. The device was returned with the procedural sheath pull back against the shuttle handle. During the investigation, leak testing was performed and found no leak in the balloon. The balloon was fully inflated with water and pressure was maintained and the inflation indicator performed per specification. A review of the manufacturing documentation associated with lot f1629802 was performed and it was found that the lot met all product specifications, including sterilization prior to shipment and presented no issues during the manufacturing process that can be related to the reported complaint. The event reported as ¿sealant was not deployed with the shuttle¿ was not confirmed due to the condition in which the unit was received for analysis. The exact cause of the reported event experienced by the customer could not be conclusively determined. Procedural factors and handling process may have contributed to the event as reported. As per the instructions for use, ¿while pulling lightly on the device handle (to ensure the balloon is abutting the arteriotomy or venotomy), open the procedural sheath stopcock and confirm temporary hemostasis. Detach shuttle and advance in a continuous motion until a definitive stop is felt. Immediately grasp the procedural sheath and withdraw it from the tissue tract. Continue retracting until the shuttle locks on the handle.¿ neither the device history record review nor the product analysis suggests that the event experienced by the customer is related to the mynx manufacturing process. Therefore, no corrective or preventive actions will be taken at this time. Should additional relevant information become available, a supplemental MDR will be filed.

Manufacturer narrative:
(B)(4). A review of the manufacturing documentation associated with lot f1629802 indicated that there was an additional inspection step added during the manufacturing process; however, this additional step did not cause or contribute to the reported incident and the lot met all product specifications, including quality control acceptance criteria and sterilization prior to shipment the complaint evaluation is currently in progress. Additional information will be submitted within 30 days of completion of the complaint evaluation.

Event description:
It was reported that a mynxgrip vascular closure device (vcd) sealant was not deployed with the shuttle. The vcd will be returned for analysis.